Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that a metal tip on an electrocautery device broke and was retained in the patient's shoulder area.